Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal sn (B)(6), +18.0d) was explanted on (B)(6)2023. Rxsight's first awareness of this event was on (B)(6) 2023.